Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a rupture at the welding seam of a small volume intermate bladder was observed. This event occurred during filling with 100ml of fluconazol. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Mfg date: the lot was manufactured october 27, 2015- october 28, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.